Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.

Manufacturer narrative:
Sent report to FDA section is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no external damage. Functional testing found the force sensor was out of calibration. Recalibrated the sensor and that cleared up the problem. The root cause of the issue could not be determined, no external damage to the force sensor was found. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: d5 is unknown, no information provided to date.